Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 540-541 mg/dl. A manual insulin injection was administered to address bg level prior to arriving at the emergency room. Reportedly, the customer did not receive any treatment at the emergency room and the customer was released from the ER 5-6 hours later. Subsequently, the customer went to a different emergency room and was treated with intravenous saline and insulin. The customer was released from the emergency room on 11 hours later with no permanent damage. Reportedly, the battery gauge was fluctuating, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy.